Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00301 on (B)(4) 2012. (B)(6) 2012: additional information: the discordant sample was tested in-house with two reagent lots of (B)(6) and one reagent lot of (B)(6) and the test results were compatible with the (B)(6) result initially reported by the customer. The discordant sample was also tested for (B)(6) and genotyping however the sample could not be genotype or amplified. No conclusion can be drawn. (B)(6): unable to genotype and unable to amplify.

Event description:
A (B)(6) advia centaur xp ehiv result was obtained by the customer on a patient sample and was considered (B)(6) when compared to another (B)(6) test method and a previous (B)(6) test results. There was no known report of adverse health consequences due to the (B)(6) ehiv assay result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp ehiv result when compared to an alternate test method and previous (B)(6) test results is unknown. The customer quality control results were within range. The customer has provided 1.5 ml of (B)(6) sample for further investigation. No conclusion can be drawn at this time. The instructions for use under the limitation section states the following: "it is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."